Event description:
Complainant alleged that while attempting to treat a patient the device displayed a "can not dump" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.